Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the limb ischemia was not determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 83-year-old male presented for impella cp support. The patient developed ischemia in the right leg during impella support. It was noted that the patient's right lower extremity was cold with no notable pulse. As a result of the observed condition, the decision was made to explant the pump.